Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the patient experienced premature ventricular contractions (pvc), and the ventricular leadless pacemaker (lp) was retrieved. While re-attempting to implant the lp, it was noted that the helix stretched. The device was not used, and a new leadless pacemaker was implanted. There were no patient consequences.